Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The company representative reported that the problem was solved by performing helium calibration. The iabp unit has been cleared for clinical use.

Event description:
It was reported that during service test performed by a getinge company representative, an error code #5/maintenance required code #5 displayed on the intra-aortic balloon pump (iabp) after replacement of the dataset. There was no patient involvement, thus no adverse event was reported.